Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was seeing grainy image quality on their scans. The site took system out of room and took a spin with a "phantom" and were able to replicate the grainy quality. The site also reported completing a rad gain calibration with no change. It was reported that when the imaging system was brought into the room to do the first spin, the images were so grainy that the surgeon could not see the anatomy. The surgeon needed to do two additional spins resulting in additional radiation and delay. The surgeon did have a spin that could be utilized, but accuracy was slightly off. The surgeon had to compensate by using the c-arm during the case. It also took a couple of spins to do the final check after the screws were placed. Staff was called in for additional support to help troubleshoot the imaging system. After the case, they took the imaging system into an empty operating room (or) and performed calibration and test spin. The image quality was still very poor. There was a significant delay in the case due to the reported issues, and the following case required cancellation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000172r. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the detector panel and bracket were replaced. Dose calibrations, detector alignment, image quality check, and gain calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c09, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.